Manufacturer narrative:
(B)(4). The assignable cause for the reported problem was determined to be depleted main batteries resulting from use/user error.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced onsite at the facility by a baxter field service technician to correct this condition. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.